Event description:
The patient was admitted due to recurrent chest tightness and shortness of breath over the past month. Following a comprehensive evaluation, the patient was diagnosed with suspected coronary artery disease, type 2 diabetes, congestive heart failure, and stage 3 hypertension. Coronary angiography was planned. On (B)(6), the results revealed three-vessel disease. Due to the patient being in the acute phase of heart failure, elective pci was planned. During the pci procedure on april 24, while infusing nitroglycerin, fluid leakage was observed at the connection between the indwelling cannula and the catheter. The indwelling cannula was immediately replaced and reinserted, after which the infusion proceeded normally, and the procedure was successfully completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Event description:
No additional information.